Event description:
Caller reported a cgm error code 42, which was related to the g6 sensor. There was no adverse impact to the customer's blood glucose level. After technical support provided detailed instructions and guided the caller through a pump reset, the error did not reappear, allowing the caller to successfully initiate their sensor session.